Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Complication of device insertion is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2018, the patient was admitted to the hospital due to issues with replacing the peg-j tube, nicked artery, and had to abort.